Manufacturer narrative:
D9: date returned to mfg; 1/14/2026. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, with the probable root cause being due to the printed wire assembly was defective. It was additionally found that the downstream occlusion(dso) seal was delaminated. Both the printed wire assembly and dso seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 45636. There was a patient involvement, no patient injury was reported.